Event description:
The manufacturer received information alledging a ventilator's remote alarm connector was defective and would not activate a remote alarm. There was no patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be filed when the manufacturer's investigation is complete.